Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Angina and restenosis are known adverse events as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported the xience v was used to treat in-stent restenosis of another stent. It should be noted the IFU states: the xience v everolimus-eluting coronary stent system (xience stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Safety and effectiveness of the xience stent have not been established for subject populations with in-stent restenosis. It is unlikely that the use of the xience stent to treat in-stent restenosis contributed to the reported patient effects.

Event description:
It was reported that approximately 3 years post 2.75x23mm xience v stent implantation in the proximal left anterior descending artery (plad), the patient experienced unstable angina. On (B)(6) 2011, coronary artery bypass graft was performed due to in-stent restenosis, a new lesion in the lad and a new lesion in another vessel. There was no adverse sequela and on (B)(6) 2011, the event resolved. There was no additional information provided.